Event description:
When disconnecting from manual, noted that the navy blue piece of transfer set was twisting off. It should not be moving. New transfer set placed per protocol from another lot. Transfer set is a baxter product, this was reported to baxter.